Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the gold coating on the grasping section had multiple scrape marks. The device will be forwarded to the OEM for further investigation. The exact cause of the reported event cannot be conclusively determined at this time. If new information becomes available, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic thyroidectomy procedure, the gold coating on the grasping section of the device flaked off and fell inside the patient. The flakes were removed manually using forceps. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the OEM's evaluation. A review of the device history record for the lot number referenced in this report revealed no anomalies during the manufacturing of the device. In addition, the lot number 67k04 indicates that the device was manufactured on july 04, 2016. Based on the investigation conducted by the OEM, the most likely cause for the reported event can be attributed to user handling; scraping of the jaw using a sharp object to remove burned tissue or coagulum building up on the jaw. It is also possible that the coating was peeled off when the jaw was accidentally rubbed against a hard and sharp object used in the procedure. The instruction manual gives several warnings to prevent this type jaw damage. ¿if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. During output, do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments. Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities, which may lead to burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿